Manufacturer narrative:
Insulin pump's buttons function properly, however moisture damage was found on keypad traces. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube near reservoir tube window and cracked battery tube threads. No moisture damage inside insulin pump noted.

Event description:
It is reported that the customer is having a button error alarm on the pump after the pump was submerged to water. Customer's blood glucose at that time was 79 mg/dl. Advised customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.